Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the cutter could not be inserted into the device, and there appeared to be an occlusion in the middle. The device was being used during neurosurgery, but there were no injuries or medical intervention. There was no add'l info provided.